Event description:
On 02/11/2026, it was reported by a sales representative via email that three ar-8991 fibertak dx anchors pulled out. The case was completed using 2.4 mm suturetaks. The issue was discovered during a knotless broström and deltoid repair procedure on (B)(6) 2026. Additional information was received on (B)(6) 2026: the three ar-8991 fibertak dx anchors were removed from the patient, and no components fractured or remained inside the surgical site. The bone socket was prepared using the ar-8991ds disposables kit for the dx knotless fibertak. The procedure was completed using an ar-1322bcst 2.4 single-loaded suturetape s-tak assembly. There were no case delay and no additional anesthesia required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.